Event description:
The manufacturer received information alleging a red audible alarm occurred during the use of a ventilator. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, and it was unable to confirm the reported phenomenon. Attempt was made to analyze the event logs which were recorded at the event then the logs were not recorded properly at the same time zone with the event. Therefore, it was unable to identify the error which generated the unit deactivation. No abnormality was found for the functional test, however, main pca was replaced just in case. The device passed final testing.